Event description:
It was reported that the asymptomatic patient presented in the operating room for a scheduled procedure. During the procedure, externalized conductors were noted on the right ventricular lead. The electrical function of the lead was stable, so the physician elected to continue using the lead. The patient was stable before, during and post procedure.